Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously high red blood count (rbc) and low hemoglobin (hgb) results from one (1) patient generated on the coulter hmx auto loader (al) hematology analyzer. The results were generated on two (2) different modes (primary and secondary) performed on the same instrument. In the primary mode, rbc results ranged within 4.22 - 4.24 and the secondary results fluctuated from 5.60 to 4.64. Hgb results, on the primary mode, ranged within 107-108 g/dl and, on the secondary, ranged within 83-100 g/dl. Service request was initiated.

Manufacturer narrative:
No specific patient information has been supplied to date. It was discovered that a metal pin located in the inner circle of the central blood sample valve (bsv) was damaged. The bsv was replaced and the instrument was returned back into service.